Event description:
High impedance was observed for patient's device. The device was interrogated again and programmed "off". Additional information was received from the neurologist that the patient underwent explant surgery due to infection. The infection is reported in MFR. Report # 1644487-2017-04027.